Event description:
According to the reporter: procedure: the bag broke and piece fell into patient, but was removed without issue. No further patient issue was reported.

Manufacturer narrative:
(B) (4).